Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard and telemetry confirmed a critical alarm was occurring. The patient did not hear the critical alarm until the morning of the report date. The alarm date had been (B)(6) 2013. The alarm was due to an empty pump. It was reported the call had been about refills, it was reviewed why a priming bolus wasn¿t needed and that medication remained in the catheter however it was not clearly stated if the health care provider (hcp) planned to refill the pump. No further information was reported. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.